Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. Dose difference between lantis/rtt corrected by export/reimport (duplicate uid created during installation, most probably previous backup of the pt was not cleared). There was no report of no mistreatment, injury and/or death reported. Root cause: behavior caused by an incorrect dl2 update. One pt was exported more than once and then after update, the same pt was imported using standard syngo functionality. There is a bug in that functionality and it allows to import objects with the same uid more than once. Rtt can not process such objects correctly. This can lead to overdose for more than one fraction. Final corrective action is pending. Risk analysis is completed.

Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical) reason: case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 1 (negligible). Reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore, negligible). Probability: c (remote) reason: case 1: c (remote). Reason: probably will not occur for more than one fraction. Case 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc...and the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. Product lantis is not concerned. (B) (4) product "syngo" is affected.